Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent pump non-delivery overnight with elevated glucose readings, despite prior cartridge changes and attempts to deliver insulin and announce meals; during troubleshooting, initial fill attempts produced no drops until a higher advance volume prompted audible motor activity and visible drops, and the caller expressed concern for an electronic malfunction and ended the call before root cause determination. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the specific device component involved, and the device problem could not be characterized beyond the reported non-delivery behavior. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.